Manufacturer narrative:
Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, missing reservoir tube o-ring, broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click inplace. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. Pump passed idle current test, run current test, self test, off no power test, error test, prime test, no delivery test, displacement test and rewind. No rewind anomaly noted. No unexpected off no power alarm or no delivery alarm noted.

Event description:
The customer reported via phone call that the insulin pump shuts off by itself and does not deliver insulin. The customer indicated that the low battery alert was not received prior to off no power alert. Customer's blood glucose was 136 mg/dl at the time of incident. Troubleshooting found that a piece of plastic is missing from the battery and reservoir compartments. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.